Event description:
A pericardial effusion occurred during an atrial fibrillation ablation procedure. The physician performed a left atrial roof line ablation with a cool path duo ablation catheter and noted a pericardial effusion for which the pt exhibited no symptoms. A pericardiocentesis was performed and the ablation procedure was aborted at that time and the pt was doing well. The physician attributes the effusion to ablation on the left atrial roof.

Manufacturer narrative:
The device was not returned to sjm for evaluation. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The most probable root cause classification of the reported pericardial effusion is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.